Manufacturer narrative:
H6: investigation summary: a "correlation/discrepant" result complaint was reported against the bd max instrument catalog number 441916, serial number (B)(6). The customer reported that they have received 2 n1 positive on 3 of their samples. Multiple positive n1 were negative upon retest. Log file were collected. The case was closed due to no reoccurrence in 4 months. No parts were returned to bd. Complaint is unconfirmed with the information provided. Root cause cannot be determined with the information provided. The investigation consisted of a review of the instrument installation and service history and related complaint data. No new risks, trends, or hazards were identified. Bd will continually monitor for trend.

Event description:
It was while using bd max¿ instrument, remanufactured initial result was bv positive for the vaginal panel. Test was repeated from same sample tube and result was negative. Customer recollected sample and test was repeated, however, results have not been obtained. Results were not reported and there was no report of patient impact. The following information was provided by the initial reporter: it was reported that vaginal panel discrepant result. Customer ran a sample that was initially bv positive but unr for the other organisms. The sample was immediately repeated with the same sample buffer tube, and the result was subsequently negative for bv and all of the other organisms. Vaginal panel kit lot# in use 0255099. Customer will recollect the patient sample and repeat. They will not report out either result.

Manufacturer narrative:
Medical device expiration date: na. There were multiple 510k numbers reported to be involved. The information for the additional 510k is as follows: PMA / 510(k)#: k130470. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was while using bd max¿ instrument, remanufactured initial result was bv positive for the vaginal panel. Test was repeated from same sample tube and result was negative. Customer recollected sample and test was repeated, however, results have not been obtained. Results were not reported and there was no report of patient impact. The following information was provided by the initial reporter: it was reported that vaginal panel discrepant result. Customer ran a sample that was initially bv positive but unr for the other organisms. The sample was immediately repeated with the same sample buffer tube, and the result was subsequently negative for bv and all of the other organisms. Vaginal panel kit lot# in use 0255099. Customer will recollect the patient sample and repeat. They will not report out either result.